Manufacturer narrative:
The returned device was visually and mechanically examined. There device was found to meet specifications. The complaint was unable to be confirmed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported that when the surgeon inserted maxan fixed screws into a plate, their screw heads didn't reach at the locking ring. Subsequently, other screws were used to complete the procedure.